Event description:
After placing the fse, we had to open 3 separate packages of the fse leg pads and none of them would stay snapped into the fse lead. Eventually, we taped the lead to the leg pad with large epidural tape, which secured the fse leg pad to the lead. Manufacturer response for electrode, leg attachment pad (per site reporter). Sending updated cleaning inst.